Event description:
The customer reported to olympus, a disturbed image was produced when the 3d visualization unit was connected to the c190. The incident occurred during a transurethral lithotomy procedure. The phenomenon occurred when a load was applied near the urf-v connector. The operator used another endoscope to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was not returned to olympus for device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d4, d8, d9, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it can be estimated that the video jacket was connected to cv-190 in the status that it was not sufficiently dry, and this effect resulted in a temporary communication defect that led to the disarray of the images, but the factors could not be identified because the phenomena could not be confirmed. Olympus will continue to monitor field performance for this device.